Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient complained of muscle jumping in chest, experienced nerve and d iaphragmatic stimulation. It was also reported that the right atrial (ra) lead exhibited high thresholds and chest x-ray confirmed the lead has dislodged. The ra lead was programmed off and then later revised. No further patient complications have been reported as a result of this event